Event description:
Philips received a complaint on the intellivue mmx indicating that the device provided an inaccurate spo2 measurement. A good faith effort attempt was made in an attempt to gain additional information regarding measurement that was believed to be inaccurate. However, no additional information was available. No adverse event occurred.

Manufacturer narrative:
A philips response service engineer (rse) spoke to the customer. It was determined that the reporting institution¿s biomedical engineer attempted to troubleshoot the issue, but was unable to duplicate the issue with the cable and simulator. The biomedical engineer indicated the root cause of the spo2 measurement issue was user error. Results of functional testing indicate the issue could not be duplicated. The alleged issue could not be duplicated. After troubleshooting the customer indicated the root cause was user error. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text: the customer's biomedical engineer evaluated the device.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Customer reported the spo2 is providing an inaccurate measurement.